Event description:
Reporter stated that dexcom changed the g6 adhesive in late 2019, and as a result reporter sustained severe chemical burn and reaction to the skin that resulted in bleeding and scarring on the abdomen. Reporter stated they have picture available if needed.